Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed the impedances had been previously around 90 to 100 ohms and recommended continuing to monitor. This crt-d and rv lead remain in service. No adverse patient effects were reported.